Event description:
The facility reported a fail code 812:02. The hosp rep stated that there have been no reports of any pt incidents involving this pump since the last baxter service event. No additional info is known.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 812:02 was confirmed. Typically, this failure is associated with the shuttle motor gearbox.